Manufacturer narrative:
Quality controls were acceptable and a general reagent problem can be excluded. Instrument performance data is within specifications. Upon review of the alarm trace, an "abnormal probe sucking" alarm was observed near the timepoint of measuring the second patient sample. The investigation did not identify a product problem. The issue is consistent with a preanalytical handling issue.

Event description:
The initial reporter stated they received discrepant results for samples from two patients tested with the elecsys ft3 iii assay on a cobas 6000 e601 module, serial number (B)(4). The initial results were reported outside of the laboratory and questioned by the physician. Patient 1: the sample initially resulted in an ft3 iii value of 39.18 pmol/l. On (B)(6) 2023, a new sample from the patient resulted in an ft3 iii value of 4.54 pmol/l. Patient 2: the sample initially resulted in an ft3 iii value of 42.21 pmol/l. On (B)(6) 2023, a new sample from the patient resulted in an ft3 iii value of 4.95 pmol/l.